Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015. The cause of expiration was reported to be multisystem organ failure due to overwhelming sepsis. The patient had been admitted on (B)(6) 2014 with a white blood cell count of 20 x 10^9 cells/l, lactate was 14.9, and lactate dehydrogenase was 10860 u/l. It was reported that the patient had a history of a multi-organism pump pocket and driveline infections (most recent cultures from (B)(6) 2014) and was on IV antibiotics at the time of admission. The patient previously had flap reconstruction of the wound. In addition to the pump and driveline infections, the patient had multiple organisms growing from a jackson-pratt drain, positive blood cultures and positive tracheal aspirates. The patient had spent over a month in the ccu and his renal function did not return. The family did not want to escalate care. The vad coordinator stated that there was no pump issues related to the multisystem organ failure, and that the patient's expiration was due to sepsis. An autopsy was not performed and the pump was not explanted.

Manufacturer narrative:
Approximate age of device ¿ 5 months. (B)(4). The pump was not returned for evaluation, as it was not explanted and an autopsy was not performed. A specific cause for the reported infection and patient expiration due to multisystem organ failure could not be determined. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event. Placeholder.